Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a battery out limit alarm and stated that the screen went blank. Customer stated that when she was trying to enter her carbs the numbers on the insulin pump were scrolling. Customer's blood glucose reading at the time of the call was 216 mg/dl. Nothing further was reported.